Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the cassette and into the cycler. The leak was noticed at the end of treatment when the tubing set was being removed. Patient had no ill effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.